Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was initially reported as unknown in the initial report and has been updated to december 8, 2005. The device serial number was reported as unknown in the initial report and has been updated to (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning and defective and it was found that the handpiece did not operate. It was also noted that the device failed pre-test for off/oscillation/on switch mode function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The manufacturing location was unknown. Device manufacture date is unknown. Reporter¿s complete address was not provided. Reporter¿s phone number: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the small battery drive device handpiece has been "playing up" (not working) intermittently over a period of time as if the battery was flat. It was also reported that they tried with other batteries with no improvement. It was not reported if there was a delay to the surgical procedure. It was reported that a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.